Manufacturer narrative:
Concomitant products: product ID 8709sc, lot # n186493003, implanted: (B)(6) 2009, product type catheter; product ID 8709sc, lot # n186493003, implanted: (B)(6) 2009, product type catheter. (B)(4).

Event description:
It was reported that an alarm was heard however telemetry had yet to be performed. The patient had first heard the pump alarm ¿about¿ a week prior to the report date and it was alarming every hour. It was reported the patient was scheduled to have their pump refilled a week ago but the health care provider (hcp) dismissed the patient and the pump had not been checked. Withdrawal was reported; the patient started having withdrawal symptoms ¿a couple days¿ after hearing the pump alarm. The patient could ¿barely walk¿. It was noted when the pump was working the patient could walk, without the pump the patient would need to use a wheelchair. It was reported ¿now that the pump is empty¿ the patient was having severe pain at the catheter site. It was noted the patient was not taking oral medications either. The patient had a case manager with their primary care hcp trying to help them connect with a pump hcp but they had had zero luck. All the hcp¿s in the county were not taking on new patients. Later that same day, it was reported that a device manufacturer representative spoke with an hcp who agreed to take on the patient. The patient was to contact the hcp¿s office. The device system was used to deliver baclofen and dilaudid. Additional information has been requested, but was not available as of the date of this report.